Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was observed to be cracked after being loaded into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The tension spring assembly, anchor tab and seal were inside the tube of the delivery device. The seal was cracked along the fifth row from the outer edge. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).